Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead attached to the right atrial port was a right ventricular lead. This was determined to be the root cause of the issues. Reprograming of the device was performed. This device remains in service.